Event description:
A customer contacted baxter's technical service center to report feeling bloated while on the homechoice (hc) machine during fill 4 of 6. The home patient (hp) stated she fell asleep, woke up and felt really full/bloated. The technical service representative (tsr) had the home patient (hp) bypass to dwell 2 of 6. The tsr then explained the hc added cycles due to bypassing and had the hp do a manual drain. The drain volume was 5853mls. The hp's fill volume (fv) is 2500mls. This drain and fill volume meet increased intra peritoneal volume criteria. The hp stated she felt better after draining. The tsr assisted the hp to end therapy. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported large drain volume and patient symptoms. The nurse stated she was made aware of the situation, but did not know what may have caused it. She stated there were no bypasses done and there was no programming issues. The nurse stated the hp's fluids were clear indicating there was no patient injury. No medical intervention was associated with this event. The nurse stated the hp is doing well on therapy.

Event description:
Device was explanted due to infection. No specific symptoms were reported. The outcome is unk. Additional info has been requested.

Event description:
(B) (4)

Event description:
The customer reported on a colleague infusion pump with an intermittent stop button on channel c. The event occurred during patient infusion and the patient received fluids from all three channels at the time of the event. Unspecified IV fluids, blood and dopamine were running to the patient. Channels one and two were running fine. The stop button on channel three was intermittent was would not stop pumping fluid. The customer wanted to stop the pump to change the infusion rate but was not able. Patient therapy was interrupted and the pump was switched out. According to the customer, there was not an adverse event, patient injury or medical intervention associated with this report. At the time of the event, the pump was running on ac (alternating current). There were no failure codes or alarms that occurred. There is no further complaint information available.

Manufacturer narrative:
(B) (4)the pump was sent back to baxter on 22 february 2010. The pump was evaluated by baxter. The faulty channel c pumphead module was the cause for the stop key intermittent. The channel c pumphead module was replaced.

Manufacturer narrative:
(B) (4)there is a CAPA investigation associated with this report, (B) (4).the pump has been sent back to baxter and is available for evaluation. The evaluation has not yet been performed. There will be a follow-up report submitted when the evaluation results or any further information becomes available.

Manufacturer narrative:
(B) (4)the software (B) (4), categorized as unremediated.

Manufacturer narrative:
(B) (4). The pump was received and evaluated by baxter. The reported condition of the stop key inoperable on the channel c pumphead module keypad could not be duplicated or confirmed. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Event description:
The hosp reported that toward the end of an endoscopic vein harvesting procedure, the physician's assistant noticed that the insulation on the jaw is failing off. The device was removed from the pt with the insulation still attached to the jaw. A replacement kit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
(B) (4)